Manufacturer narrative:
Device evaluated by MFR.: promus premier, us, mr 4.0 x 12mm stent delivery system (sds) was not returned for analysis. The stent was the only part of the device that was returned for analysis with the guidewire. The struts were severely damaged; crushed, stretched and distorted; the struts on one end of the stent did not have any evident damage, the struts were stretched or distorted in any way. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a vein graft to the right coronary artery (rca). A 4.00x12mm promus premier¿ stent was advanced to treat the vessel. Upon advancing the stent into the catheter, the stent came off from the delivery balloon. The stent and the delivery balloon catheter were removed from the guide catheter and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a vein graft to the right coronary artery (rca). A 4.00x12mm promus premier¿ stent was advanced to treat the vessel. Upon advancing the stent into the catheter, the stent came off from the delivery balloon. The stent and the delivery balloon catheter were removed from the guide catheter and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.